Event description:
It was reported that when a battery was placed into the terminal of the power pro cot, popping sounds in the foot box were heard. It was further reported that the board was shorting causing it to spark where the terminal block and the electronics assembly were connected causing a potential shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.